Event description:
In 2004 the center reported that when a left ventricular assist device (lvad) patient was being transfered from the ed, the vad's fill signal was lost. The vad was connected to the dual drive console (ddc) during the transfer. The center swapped out the electric lead and the ddc with no resolution. The center tried a magnet on the sensor, with no change. Visually the pump appears to be filling. It appears the hall sensor in the pump has been damaged. The patient is running in asynch (fixed) mode. 7 days later the center decided to replace the pump.